Event description:
On (B) (6) 2006, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. On (B) (6) 2010, the patient fell and had back pain that did not resolve, so he went to the emergency room on (B) (6) 2009. CT showed that the aneurysm had ruptured. There was a distal type I endoleak because the contralateral leg endoprosthesis had migrated proximally into the aneurysm sac, forming a "j" shape. The patient was converted to open repair of the aneurysm in the early morning on (B) (6) 2010. The gore devices were replaced with a surgical graft. The patient survived the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that the lot(s) met all pre-release specifications.